Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva system blood glucose results of 20.4 mmol/l and 5.6 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.